Event description:
Head broke off of two screws. The first one, a 3.5 cortical bone screw, was completely removed from the pt. The second one, a 14mm twist-off screw, was left in the pt, because it was effective in its placement. The pt had very hard bone. Surgery was delayed by five (5) minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.